Event description:
It was reported that during an interventional procedure in the right coronary artery below bifurcation, in a lesion described as 99% stenosed, no tortuosity, heavily calcified, concentric and denovo, the 1.2 x 12 mm mini trek rx was prepared per the instructions for use. The mini trek was advanced, without resistance, on a fielder guide wire to the lesion to perform pre-dilatation. An inflation device was used to inflate the balloon to 12 atmospheres, however, the balloon ruptured during the first inflation. The device was removed from the patient anatomy without resistance. A non-abbott balloon was used to pre-dilate so that the procedure could be completed. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.